Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 24 to (B)(6) 24 of 30-40 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.